Event description:
It was reported that a lead connector could not be fully inserted into the second extension. It was noted that it did go into the extension connection, but not completely. The issue occurred during implantation, while connecting the 5-6-5 electrode to the intermediate extensions, and after successfully completing the test stimulation phase. The extension was removed and a new one was used in its place. Upon using the alternate extension, the electrode connector had then entered into the extension completely, and without difficulty. A 60 cm extension was used with the additional attempt, as a 40 cm extension was not readily available at the time of the implant procedures. Pt's status was reported as "ok".

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.